Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of perforation, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the patient presented with an acute anterior wall st segment elevation myocardial infarction (stemi). A xience alpine stent was successfully deployed; however, post implantation, a vessel perforation was noted in the left anterior descending artery (lad). A graftmaster stent was deployed, successfully sealing the perforation. There was no reported adverse patient sequela. No additional information was provided.